Event description:
It was reported that the cartridges did not securely fit into the pump. There was no adverse impact to the customer's blood glucose level. Customer declined further troubleshooting and no additional actions or outcomes were noted.